Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
The report states: staple jamming. The was no reported injury. A new stapler was used. .

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Per DHR the product visistat 35r 6/box lot # 73b2200288 was manufactured on 02/09/2022 a total of (B)(4) pieces. Lot was released on 02/22/2022. DHR investigation did not show issues related to complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states: staple jamming. The was no reported injury. A new stapler was used.